Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft break occurred. The 98% stenosed lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was progressive. The physician advanced the maverick2 monorail 3.0mm x 20mm ptca catheter towards the target lesion, however, the hypotube of the maverick2 shaft that remained outside of the patient broke into two pieces. The catheter was removed without incident and another of the same device was used to successfully complete the procedure. No patient complications were reported and the patient's status was noted as "stable".